Event description:
The hospital reported that during the coronary artery bypass procedure, the aortic punched caused a jagged aortotomy because the barrel pin was missing from the punch. The surgeon used a non-guidant punch to clean up the shape of the hole. A heartstring seal was used to complete the anastomosis. No patient complications were reported.